Event description:
When activated, the wheelock rss-24mcw fire alarm strobe (at 75 candela) interferes with the operation of philips mp70 monitor with demonstrated and reproducible interference in the pulse oximeter resulting in no reading and an alarm. Appears to be strobe interference with finger pulse oximetry sensor. No patient was involved. The event was reproduced by facilities management after pulse oximetry alarms were noted in the nicu during a fire drill. Facilities management disconnected the strobes in the neonatal suite as there are strobes and horns outside of unit for occupant notification. It appears that the monitor and standard building alarm system are not compatible. Care must be taken in location of strobes within vicinity of philips mp70 monitor. The strobe was approximately 5 feet from oximetry sensor. The interference (alarm) was noted even when sensor was covered with layers of cloth.